Event description:
On (B)(6) 2012, the reporter contacted animas alleging that over the last couple of weeks the up, the down and ok buttons of keypad have required multiple presses. All keypad buttons respond intermittently. There is reportedly no trauma to the pump. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the down/up/ok button was unable to be duplicated. The keypad was found to be intact with no evidence of damage or peeling, and all keys were tested and found to be responsive. The keypad was removed and contamination was found under the up/down/ok/contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.